Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 3 of treatment and the treatment was cancelled. The message occurred multiple times. The cause of the leak is unknown. The patient was advised to reset up treatment with new supplies. Upon follow up, the patient¿s nurse stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy and has elected to do manual treatment for now. There was no patient serious injury or medical intervention required as a result of this event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.